Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred during the load process. There was no reported impact to the customer's blood glucose level. It was indicated that an alternate pump would be used for diabetes management.